Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is in process. The physical device evaluation has not yet been completed. The customer provided their cleaning, disinfection, and sterilization process stating the pre-cleaning detergent is unknown and the automated endoscopic reprocessor (aer) used is a non-olympus reprocessor. Olympus is the maintenance company. After the device was returned to olympus, it was sent out for additional testing. The microbiological analysis report indicated the channels of the scope were cultured and results showed no germs were detected. The investigation is ongoing. Therefore; the root cause of the reported event cannot be determined at this time. However; if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus, the gastroscope tested positive for microbial contamination. Salmonella (serogroup o8) and proteus mirabilis were found in the channels. The scope has previously had the channels changed. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Event description:
Olympus was informed that there were several patients that have been infected by the gastroscope. On (B)(6) 2022 additional details were provided in which, it was reported that there were eight patients that have been infected. This is one of eight reports. Please refer to the following complaints with patient identifier numbers for all related complaints: (B)(6).

Manufacturer narrative:
This supplemental report is being submitted to provide additional information obtained from the user facility (see b5) and to correct the following sections b1, and h1.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the legal manufacturer¿s investigation. A review of the device history record (DHR) revealed that the subject device was shipped in accordance with specification. It was further reported that the user facility staff was not suctioning the biopsy channel and suction channel during pre-cleaning. No information provided regarding the brushing points. The instruction for use (IFU) warns user that an insufficient reprocessing of endoscope and accessories may pose an infection control risk to the patients and/or operators of the device. It also states that the device needs to be inspected for any abnormality or damage on the device, such as leakage, and if such damage is noted the IFU instructs user to stop using the device and send the device for repair. The exact cause of the patients¿ outcome cannot be conclusively determined; however, insufficient cleaning of the device cannot be ruled out as a contributory factor to the reported event.